Event description:
Patient was revised to address painful hardware.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combinations since their release for distribution. Lot information was not provided for the associated liner. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. The investigation has also determined the 1996-03-510 product code is now obsolete. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.